Event description:
It was reported that a preloaded multifocal toric intraocular lens (IOL) implanted in the patient's eye was subsequently explanted due to glare. No further information was provided.

Manufacturer narrative:
Section A3a, A3b, A4, A5 and A6: Unknown, information was requested but not provided.Section B3: Date of Event: Unknown, not provided, but the best estimate date is between May 14, 2026 and Jul 6, 2026.Device Evaluation: The product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing Record Review: The manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this Production Order (PO) was performed. The search revealed that no other complaints were received for this PO. Conclusion:Based on the investigation results, there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. Section H6: Health Effect - Impact Code: 4619 - Temporary Impairment (Glare).Attempts have been made to obtain missing information; however, to date, the information has not been provided.All pertinent information available to Johnson & Johnson Surgical Vision, Inc. has been submitted.